Manufacturer narrative:
Device history record (DHR) was completed on the reported lot v2c235. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for evaluation due to which a root cause could not be determined. Cardinal will continue to monitor complaint trends for this product.

Event description:
Customer reported that before checking the baby's blood sugar, the heel warmer popped open and contents splattered on sink and accu-chek machine. Contents did not reach patient or staff member. Report being filed for potential risk.